Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing/ sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/ sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to insufficient lubricant on the non-patient cannula causing the sleeve to not fully recover. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced poor sleeve function and blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: there was a malfunction with the sheath on a needle where it did not engage after taking a tube off. The sheath prevents the blood from continuing to flow when tubes are popped on and off. Unfortunately the device was discarded, but below is a picture of it. Blood had gotten onto the patient and the surrounding area.